Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The patient is known to be pacer dependent, thus, this device was explanted and used as a temporary, external, pacing generator. This temporary pacing will be in place until infection is cleared. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.